Manufacturer narrative:
There were multiple medical device types reported to be involved. The information is as follows: d2b. Medical device type: jka. There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k213670, k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) plus blood collection tubes, an unspecified number of tubes broke while in long storage. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 100 retained samples were inspected and none showed instances of damaged or broken tubes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: damaged tube. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) plus blood collection tubes, an unspecified number of tubes broke while in long storage. No adverse impact was reported regarding the patient or user.